Manufacturer narrative:
Based on the claim against the product by the customer noting cutting poorly and stuck in tissue, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that tissue was stuck in the mcs. Medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the monopolar curved scissors cut poorly and got stuck in tissue. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that there was no unexpected removal of tissue due to the sticking scissors. There was no impact to the surgery or patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed and found to fail the cut test with no blade damage. The instrument was placed on an in-house system, and the cut test was performed. The scissors did not cut cleanly through 0.006" latex. The latex got snagged at the scissor tips. The blade edges were not damaged. The complaint regarding cutting poorly was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.